Event description:
It was reported a doctor went in to declot an above the knee bypass graft that was implanted 16 days earlier. A portion of the graft "disintegrated". The doctor sewed another piece of graft on to replace that portion. The patient's below the knee runoff was poor. Reportedly due to poor runoff, the patient had an amputation performed 2 days later.

Manufacturer narrative:
The device history record (DHR) was reviewed and the lot met all release criteria. The sample was not returned. It is not clear if the reported "disintegration" occurred before or after declotting procedure. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current information for use (IFU) for this device states: warnings: when embolectomy or balloon angioplasty catheters are used within the lumen of the graft, the inflated balloon size must match the inner diameter of the graft. Over-inflation of the balloon or use of an inappropriately sized balloon may dilate or damage the graft. General operative techniques thrombectomy: techniques for declotting distaflo bypass grafts include but are not limited to the use of balloon catheters. Longitudinal incision: place stay sutures before introducing the embolectomy catheter. For distaflo flex grafts, cut through the spiral beading and base graft. The spiral beading will realign itself after closure. A patch may be considered as an aid to graft closure. Transverse incision: no stay sutures are necessary. A horizontal mattress suture is recommended for graft closure. During the early postoperative period, the natural progression of wound healing renders the graft translucent in appearance. In this state, a longitudinal incision with stay sutures is recommended. If a transverse incision is performed, a horizontal mattress suture technique and ptfe pledgets may aid in closure. Adverse reactions: potential complications which may occur with any surgical procedure involving vascular prosthesis include, but are not limited to: disruption or tearing of the suture line, graft, and/or host vessel; suture-hole bleeding; graft redundancy; thrombosis; embolic events; occlusion or stenosis; ultrafiltration; seroma formation; swelling of the implanted limb; formation of hematomas or pseudoaneurysm; infection; shin erosion / aneurysm / dilation; blood leakage; and hemorrhage.